Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op

Event description:
It was reported that the patient's system was autoreducing due to high and low impedances on one lead. Reprogramming was performed. Still, surgical intervention may be taken to address this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2421.

Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.